Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged hemorrhaging is related to activ.a.c.¿ therapy system. The patient was on anticoagulant treatment, and thus, was prone to bleeding. It is also unknown if or what medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: with or without using v.a.c.® therapy, certain patients are at high risk of bleeding complications. The following types of patients are at increased risk of bleeding, which, if uncontrolled, could be potentially fatal. · patients who have weakened or friable blood vessels or organs in or around the wound as a result of, but not limited to: · suturing of the blood vessel (native anastomosis or grafts)/organ · infection · trauma · radiation · patients without adequate wound hemostasis · patients who have been administered anticoagulants or platelet aggregation inhibitors · patients who do not have adequate tissue coverage over vascular structures. If v.a.c.® therapy is prescribed for patients who have an increased risk of bleeding complications, they should be treated and monitored in a care setting deemed appropriate by the treating physician. If active bleeding develops suddenly or in large amounts during v.a.c.® therapy, or if frank (bright red) blood is seen in the tubing or in the canister, immediately stop v.a.c.® therapy, leave dressing in place, take measures to stop the bleeding and seek immediate medical assistance. The v.a.c.® therapy units and dressings should not be used to prevent, minimize or stop vascular bleeding. · protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Device not returned.

Event description:
On mar 01 2017, the following information was reported to kci by nurse: the patient was taken to the emergency room today post wound v.a.c.® dressing removal. The nurse stated that upon removing the foreign material alleged to be v.a.c.® granufoam¿ dressing/dressing kit post saline irrigation from the patient's right calf wound, "it started to bleed and spurt blood." The nurse subsequently applied pressure for three minutes but the wound allegedly continued to spurt bright red blood so pressure was continued, and the patient was taken to the emergency room. The nurse also reported the patient was on an anticoagulant, and that the wound has shown good improvement. No additional information is available. On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On mar 21 2017, kci quality engineering determined the patient is refusing to allow exchange of the device. The unit remains with the patient to date with no further reported issues; therefore the device is not available for evaluation in kci quality engineering.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged hemorrhaging is related to activ.a.c.¿ therapy system.

Event description:
On (B)(6) 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2017, the device was placed with the patient. On apr 13 2017, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.